Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that after an infusion of doxorubicin 40mg/20ml had completed, a leak was observed at the connection between the primary and secondary tubing. The leak was observed at the conclusion of the secondary infusion when the normal saline primary was running completely open. There is no report of patient harm.

Manufacturer narrative:
Concomitant products: 250ml bag of doxorubicin 10mg/20ml; 250ml 0.9% nacl injection usp , therapy date (B)(6) 2015. The report of a leak at the connection was not confirmed. Visual inspection of the set noted no damage or any anomalies. The sets were then pressure tested and primary set model 22000-b007t was observed to be leaking from the drip chamber. Primary set model 11426965 showed no signs of leaking. The root cause of the leak between the spike and the drip chamber was attributed to insufficient solvent between the drip chamber and the spike during manufacturing.